Manufacturer narrative:
Additional information added to the f tab. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a patient completed therapeutic plasma exchange treatment #4, using a prismaflex tpe2000 set, the patient complained of itching and body rash. Albumin solution (2 liter) was used as exchange. The patient was treated for the event with magnesium intravenously (dose not reported) and benadryl intravenously ( dose not reported). The patient later experienced a drop in blood pressure (66/49 mmhg), drop in oxygen saturation (reported as a drop into the 80s) and the patient became unresponsive. Levophed and dopamine ( dose and route of administration was not reported) was administered as treatment. At the time of this report, the patient was reported to be doing well and was on oxygen (per nasal cannula) and treatment with levophed was ongoing (low dose). The patient's rash was reported to be "almost completely resolved". It was also reported the patient also complained of itching one day prior to this event and was treated with benadryl orally (dose not reported. No additional information is available.